Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that when the cassette was removed from the cycler after a patient¿s treatment, the solution had leaked and it was wet inside the cycler. This was the first time the patient was using the cycler. The patient had been able to complete treatments with the facility's cycler until the replacement cycler was delivered. The patient did not experience any adverse reaction or require any medical intervention. The patient was given prophylactic medication. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cassette is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: device evaluation: the cassette sample was returned to the manufacturer for evaluation. During disinfection of the sample, the alleged failure was confirmed. There were two pin holes found at the cassette film; one pin hole on the left cassette film, and one pin hole on the right cassette file. As the visual inspection of this event was confirmed at this time, no additional testing of the sample was required. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the cause of the reported problem was able to confirm the failure mode. There were two confirmed pin holes in the cassette films on the returned sample. The complaint has been deemed confirmed.